Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been recovered for investigation. A review of the attached device download data does not suggest any electrode belt malfunction that caused or contributed to the event.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was found unresponsive at home by his daughter. The patient's daughter reported that the lifevest was alarming and she initiated CPR. The lifevest detected an arrhythmia at 09:40 on (B)(6) 2016. The patient was in an idioventricular rhythm (40 bpm). The idioventricular rhythm subsequently degraded to asystole at 09:50:43. Asystole is considered a non-treatable rhythm. The lifevest properly detected and alarmed for asystole. Download data indicates that CPR began at approximately 12:15. The lifevest delivered five treatments between 12:24:51 and 12:32:56. CPR artifact contributed to the false detections. The patient remained in asystoel following the treatments. There is no indication that the treatments contributed to the patient death, as the patient was in a non-treatable, non-life sustaining rhythm prior to the treatments.